Event description:
Per provider the brake lever had to be held down for the unit to drive. Per information received on (B)(6) 2014: end user had chair for 2 weeks and while driving, the chair locked and one of the drive motors would not drive. It stalled which caused chair to go in circles.